Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) found the drawers would not power on when connected to either the auxiliary or main bus, and the tower daisy-chained from the auxiliary also would not power; devices appeared as failed on the bus, so troubleshooting was postponed. During the follow-up visit, the device was powered off and disconnected on arrival. All communication sled connections were reseated, and an extra cat6 cable was removed, restoring normal power and communication. While testing, the barcode scanner disconnected when its cable was touched, so the scanner cable was replaced. All devices then powered on and passed diagnostics with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating, remained in black screen mode and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.